Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was reported that patient underwent revision surgery due infection, which was suspected and confirmed intraoperatively with a sinovasure defensin test.